Event description:
It was reported that during implant the patients chronic lead had high threshold. The physician attempted to replace the lead but could not obtain better thresholds. The new was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found.